Event description:
It was reported that a system error was generated which read "output file was not created" when the clinic was trying to do a "retrieve from programmer." Troubleshooting was not able to resolve and it was believed that the file was likely corrupted. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Event description:
It was reported that a system error was generated which read "output file was not created" when the clinic was trying to do a "retrieve from programmer." Troubleshooting was not able to resolve and it was believed that the file was likely corrupted. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.